Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Received vague info from oridion/covidien rep stating that one of their employees reported that "a pt at (B)(6) was on a carefusion pca pump and being monitored with the carefusion etco2 module. The pt reportedly was complaining about wearing the filterline and the nurse in turn discontinued the etco2 monitoring and removed the filterline. Later the pt reportedly died while on pca." The customer did not directly report this and the original source of the info is unk. Attempts were made by several carefusion employees to obtain further details but no further pt/event info is available. It is unk at which (B)(6) facility the event occurred.